Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. After scooping the patient, it was determined that the cuff was not providing enough pressure to capitate the urethra which was believed it was caused by urethral atrophy. A revision surgery was performed to explant and replace only the cuff using a smaller one. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Field d6a implant date: exact implant date is unknown, approximate date has been used.